Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse replaced the sample/reagent probes and dual resolution dilutor seals. The cse also replaced the substrate scrubber as it was partially blocked. Precision testing was performed using quality control samples and coefficient of variation was acceptable. There were no errors related to accession # (B)(4). The system was idle prior to the sample (B)(4) being run. The cse advised the customer to check the system for air when the system is idle for long period of time. A siemens headquarters support center specialist reviewed the instrument data and stated that there was no indication of sample level sense issue, reagent level sense issue or mechanical issue during the time of event. The cause of the discordant, falsely elevated hcg result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely elevated human chorionic gonadotropin (hcg) result was obtained on one patient sample on an immulite 2000 xpi instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated several times, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated hcg result.